Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was fitted three times, the last fitting was on (B)(6) 2013. The pt had a bad head trauma on (B)(6) 2013 and was no longer able to hear.